Event description:
It was reported that during surgery using another brand stem, the patient's blood pressure decreased twice. The first was when the surgeon injected the simplex into the femur medullary and the second was after the insertion of the stem. The patient expired at night.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.